Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they installed a new reagent bottle, removed the reagent insert and recalibrated the instrument. Quality controls were within acceptable ranges. The cause of the discordant, falsely elevated ca_2 results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium_2 (ca_2) results were obtained on three patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2 results.

Manufacturer narrative:
The initial MDR 2432235-2016-00066 was filed on february 11, 2016. Additional information (03/07/2016): a siemens headquarters support center (hsc) specialist reviewed the data and determined that the calcium_2 method does not specify usage of reagent container inserts. The hsc specialist recommended that the customer should not use reagent container inserts with this method. Corrected information (03/07/2016): brand name, common device name, model and lot #, contact info, phone number continued and PMA# have been corrected.

Manufacturer narrative:
The initial MDR 2432235-2016-00066 was filed on. The first supplemental MDR 2432235-2016-00066_s1 was filed .